Event description:
A patient reported experiencing inaccurate results with a meter. The patient's blood glucose was 9.9 mmol, 8.7 mmol, 9.4 mmol, 7.8 mmol, 12.4 mmol, 7.9 mmol, 8.0 mmol, 7.0 mmol within 20 minutes, with a difference of 21%. Patient did not experience any adverse events. No further info has been reported.